Event description:
For (B)(4) flex blood gas analyzers using the flexq module we have identified a problem in the software, which may cause results to be handled incorrectly. In cases where a sample is registered in pre-registration mode and another pt log afterwards is opened, edited and accepted, the demographic data of the edited pt log will be overwritten with the data from the pre-registered sample. This may result in pt mix-up.

Manufacturer narrative:
The software has been corrected and a field action to conduct a software upgrade at relevant customers has been initiated. The problem will be solved by the software upgrade.